Event description:
At last, glucose monitoring unit returned to co (after 4 phone calls and reports) - ended up in ER when unit kept reporting blood sugar greater than 400. Took coverage insulin and required ER when became hypoglycemic.